Manufacturer narrative:
A review of the device indicated no issue with the system that would have caused the adverse event.

Event description:
Patient had treatment on (B)(6) 2024. The burns did not appear until 2/3. Customer follow up in person on 2/21. On 2/5, mupirocin with prescribed for burns. Patient has been cleaning area with antibacterial soap twice daily and applying mupirocin.